Event description:
The customer reported that insulin was leaking at the top of the reservoir. The customer stated that currently she is in the hosp and does not have the lot number. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.